Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the hospital exchanged the lvad as the pt experienced symptoms consistent with pump end-of-life.

Manufacturer narrative:
The device was successfully exchanged with another lvad. The pt remains ongoing on lvad support with no further issues. The explanted pump was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.